Event description:
It was reported that the ilet user experienced hyperglycemia after consuming a larger-than-usual dinner, with blood glucose rising again in the early morning and remaining elevated after breakfast. The user performed a full supply change with guidance and subsequently returned to range. Symptoms included hyperglycemia with a peak of 332 mg/dl accompanied by headache and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to announcing an incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.